Event description:
It was reported that no adhesive was confirmed on the film, so it could not be used for treatment. No information about backup and delay. No further information is available. The sample will not be returned.

Manufacturer narrative:
The device intended to be used in treatment has not been returned for evaluation, with no additional information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. The probable root cause is a raw material supplied with gaps in adhesive on the supplied bulk role. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith+ nephew will continue to monitor for any adverse trends relating to this product range.